Event description:
It was reported that, "knee has been painful and low functioning since initial surgery. Surgeon revised it and replaced the insert and patella."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.